Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device, however customer batteries were not returned for evaluation. Zoll evaluation was unable to reproduce or cofnirm the customer's report. Review of the device logs found no evidence of inappropriate shutdowns, issues with battery communication, low battery indicators or related faults. The device was tested extensively and passed functional tests with no fault found with the device. The device was recertified and returned to the customer. No trend is associated with reports of this type.